Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 416 (mg/dl) since having surgery 3 weeks ago. Reportedly, customer indicated that surgery was not related to diabetes. Customer indicated that elevated bg levels were treated with boluses. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.